Event description:
It was reported that the patient had an implantable pulse generator (ipg) implanted and approximately two months later was admitted to the hospital due to syncope. It was also reported that during the hospitalization, the patient experienced ventricular tachycardia and received successful external defibrillation. The patient was reported as deceased a day later with no cause of death. Interrogation of the device found normal function. A cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. (B)(4).

Event description:
Additional information was received indicating the cause of death as frequent ventricular tachycardia. It was also noted that the device had been working functionally and no performance issue was alleged.

Manufacturer narrative:
(B)(4).